Event description:
It was reported that the device was in backup mode for an unknown reason during an in clinic follow-up. An attempt to restore the device was performed, however, it was unsuccessful. No additional intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.